Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's device was not working. It was reported they had tried all 4 programs and the symptoms were not doing well. There were no contributing factors or actions/interventions reported. It was reported that the issue was unresolved at the time of the report. No further complications were reported or anticipated.